Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 68 year old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was discovered that the patient experienced hemolysis. At the time of the noted issue, the pump was found to have migrated into the aorta and repositioning attempts subsequently failed. As such, the pump was prematurely removed and replaced with a new pump to relieve the patient condition.